Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia associated with a suspected bent cannula and an expired cgm sensor, with a highest reported blood glucose of 405 mg/dl; the user performed a supply change and planned a sensor replacement, and glucose later stabilized with cgm connectivity restored. Symptoms included high blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with follow-up outreach. Investigation of this case revealed no device malfunction confirmed and an unclear cause for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.